Manufacturer narrative:
This report is submitted february 19, 2018.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Subsequently, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.